Event description:
Poor gas exchange approximately 5 minutes after initiating a bypass procedure. The oxygenator was changed out and the case was completed successfully without any further complications. The patient condition was reported as "ok" after the procedure and they have been discharged to home. The reported blood loss due to the change out is estimated as 500-cc. Additional event specific information was not available.